Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. A visual inspection revealed that at 50cm from the strain relief, the hypotube was separated. At 49cm from the strain relief, the hypotube was kinked. A microscopic inspection revealed no further damage or irregularity. There was contrast in the inflation lumen and the balloon was tightly folded. A media depicted several photos of a portion of the device noting a separation and a kink to the hypotube of the device confirming the reported event.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately calcified mid-to-distal segment of the left anterior descending artery. A 2.5mm x 15mm quantum maverick balloon catheter was selected for dilation. However, after opening the package and pulling out the percutaneous transluminal coronary angioplasty expansion catheter, it was noticed that the delivery catheter was fractured at 56cm from the hub. The device was immediately replaced, and no patient complications were reported.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately calcified mid-to-distal segment of the left anterior descending artery. A 2.5mm x 15mm quantum maverick balloon catheter was selected for dilation. However, after opening the package and pulling out the percutaneous transluminal coronary angioplasty expansion catheter, it was noticed that the delivery catheter was fractured at 56cm from the hub. The device was immediately replaced, and no patient complications were reported.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6).